Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was explanted due to opacification approximately 2 years post implant. No additional information was provided. Additional information has been requested, but no additional information has been received by bausch + lomb to date.